Event description:
While attempting to defibrillate a pt via multi-function electrodes (age & gender unknown) the device failed to discharge. On an additional attempt to deliver energy, the device successfully discharged and the pt was sucessfully converted. There was no adverse effect to the pt due to the reported malfunction.